Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2018 to the upper flanks and the right bra using cooladvantage coolcurve+ and to the abdomenusing cooladvantage plus, on (B)(6) 2018 to the bra fat area, upper flanks, and lower flanks using cooladvantage, on (B)(6) 2018 to the lower flanks using cooladvantage, the upper butt using cooladvantage plus, and the submental using coolmini, on (B)(6) 2019 to the left lower abdomen using cooladvantage plus, the lower abdomen using cooladvantage, the right lower abdomen using cooladvantage, and the lower back using cooladvantage plus, on (B)(6) 2019 to the lower abdomen using cooladvantage plus who developed paradoxical hyperplasia (pah/ph) to the upper flanks and upper abdomen after treatment diagnosed on (B)(6) 2019. Upm2018061004 and upm2018065006.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2018 to the upper flanks and the right bra using cooladvantage coolcurve+ and to the abdomen using cooladvantage plus. On (B)(6) 2018 to the bra fat area, upper flanks, and lower flanks using cooladvantage. On (B)(6) 2018 to the lower flanks using cooladvantage, the upper butt using cooladvantage plus, and the submental using coolmini. On (B)(6) 2019 to the left lower abdomen using cooladvantage plus, the lower abdomen using cooladvantage, the right lower abdomen using cooladvantage, and the lower back using cooladvantage plus. And on (B)(6) 2019 to the lower abdomen using cooladvantage plus who developed paradoxical hyperplasia (pah/ph) to the upper flanks and upper abdomen after treatment diagnosed on (B)(6) 2019. (B)(6).